Event description:
The instrument broke during the procedure. No patient injury was reported but procedure was slightly delayed since the broken piece had to be retrieved from the patient. The broken piece was retrieved and was taped to the instrument to be returned for evaluation.